Manufacturer narrative:
Retainer ring= missing on (B)(6) 2021 the customer alleged cosmetic damage at the insulin pump's screen(damaged), missing segments/partial display, and was hospitalized for low blood glucoses. Device had missing segments/partial display with a bleeding lcd glass. During visual inspection, no cracked lcd glass noted. Device was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Unable to perform the self test due to missing segments/partial display. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay, keypad overlay texture damage and corroded battery tube. Unable to verify customer alleged for low blood glucoses. Cosmetic damage was confirmed where minor scratched display window was noted. Missing segments/partial display with a bleeding lcd glass confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was treated with intravenous fluid.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The treatment information has been updated. The updated information has been provided in b5 section of this report.

Manufacturer narrative:
Device had missing segments/partial display with a bleeding lcd glass due to moisture damage on the electronic assembly. During visual inspection, no cracked lcd glass noted. The motor and force sensor had moisture damage. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery analysis test due to missing retainer. Unable to perform the self test due to missing segments/partial display. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay, keypad overlay texture damage and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were in emergency room due to low blood glucose on (B)(6) 2021 with blood glucose level was 1.2 mmol/l. Customer passed out in snow during hike due to low blood glucose and was brought to emergency. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated insulin pump had screen only has partial display with rainbow colored panel on right-hand side and a black shape the size of a nickel surrounded by white. After customer was home from the hospital, tried drying insulin pump in the sun but screen got worse. The customer current blood glucose level was 12.6 mmol/l. The customer was treated with intravenous insulin. The insulin pump will be returned for analysis.